Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor siltex round spectrum 275cc breast implant, catalog number 3542440m, lot number 5637436, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary procedure with saline mentor siltex round spectrum 275cc breast implants and experienced bilateral deflation. The deflation was diagnosed by the healthcare professional by the mammogram on (B)(6) 2017. As a result, the patient had undergone removal and replacement on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 04/20/2018, it was reported to mentor that the device history record ( DHR) of lot number 5637436 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/26/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt to mentor, the device contained no fluid. No material was observed within the device. No foreign material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.2 cm within an area of siltex cracking on the posterior aspect. No other anomalies were found. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device because mentor performs 100% inspection and testing of all devices prior to release. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage of the material observed within the device. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).